Event description:
Reportable based on device analysis completed on 03mar2026. It was reported that catheter leak occurred. The target lesion was located in the left lower extremity artery. An angiojet solent omni catheter was selected for use in a percutaneous arterial thrombectomy procedure. During the procedure, the priming was smooth, the catheter entered inside the patient, and the urokinase was sprayed smoothly. Then it was switched to thrombectomy mode, the catheter performed thrombectomy repeatedly, but the thrombus was still present. The catheter was withdrawn from the patient's body, and the tip of the catheter was placed in the saline bowl for suction. The water leakage was found in the middle of the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed hypotube separation.

Manufacturer narrative:
(B)(6). Device technical analysis upon receipt at our post market quality assurance laboratory, visual inspection of the returned device revealed two shaft kinks at 19.5 and 21.1 cm from the device tip as well as significant stretching of the catheter tip. The device was not able to prime and issued an under-pressure (check saline supply) error. The device damage was examined under microscope, but the state of the hypotube could not be fully examined. The hypotube was examined under x-ray to find that it was separated into three places beneath the two shaft kinks and the tip stretching damage. No other issues were identified during the product analysis. Device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review a review of the angiojet solent omni was completed and confirmed that the event of hypotube detached/separated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. The kinks, stretching and hypotube separation likely occurred during the procedure. The damage and resulting leak from the hypotube separation was most likely caused by inadvertent user mishandling during vessel navigation or use of the device.